Event description:
It was reported that externalized conductors were observed via fluoroscopy. The lead was explanted and replaced.

Manufacturer narrative:
The lead was returned in two pieces. Externalized conductors due to internal insulation abrasion were found at 8.0cm to 10.5cm from the distal tip. The silicone insulation was abraded and the re conductors were visible, but the etfe coating was intact at the same location. Another internal insulation abrasion was found at 14.2cm to 15.5cm from the distal tip. The re cables were visible, but the etfe coating was intact at the same location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.